Event description:
Additional information: it was reported that the connectors were cracked coming out of the package.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model: 8709sc, serial# (B)(4), implanted/explanted: na. Catheter: model: 8578, lot# unk, implanted: (B)(6) 2012, explanted: unk. (B)(4).

Event description:
During the implant procedure of a new pump and catheter, a one piece sutureless connection (sc), catheter model 8709sc, was to be used. However before connecting the sc onto the pump, the healthcare provider saw a small crack in the white material surrounding the metal ring of the sc. The sc was not used, instead an 8578 was implanted. Drug infused via the pump was morphine 25 mg/ml, daily dose of 3 mg.